Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40 mg/dl due to not entering the accurate amount of carbohydrates when delivering a bolus. Insulin deliveries were terminated, soda was consumed and carbohydrates were consumed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that a cartridge alarm (alarm 25) occurred. Reportedly, the cartridge had not been removed while pumping. A new cartridge was loaded resolving the issue. Bg was not impacted by the alarm.